Event description:
It was reported that the system controller was exchanged due to the led screen having a line through it. The modular cable was exchanged at the same time due to discoloration. The first modular cable that was attempted to be connected to the patient did not connect after multiple tries. The modular cable seemed to be connected however the patient became symptomatic and was exchanged back to the old modular cable. Upon inspection the pins of the affected modular cable were bent. A third modular cable was successfully deployed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line in the system controller¿s lcd screen was not confirmed as the system controller was not returned for analysis and no photos were submitted for review. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.